Event description:
A home pt reported multiple incidents of dry minicaps. According to the home pt the sponges were only slightly colored in appearance indicating the possibility of not enough povidone-iodine solution. There was no pt injury reported.